Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and elevated ion levels. Metallosis was discovered intraoperatively. Update 1/15/2016-medical records reviewed for MDR reportability. The medical records provided metal ions levels from before the dor dated for (B)(6) 2015. The (B)(6) 2015 progress note indicates the patient began having pain in (B)(6) 2015 after pivoting out of bed. The patient sustained bilateral sacral fractures and a left rami fracture. At this time, there is no indication the products contributed to the fractures. The progress note also indicates a possible loose cup, but there was no mention of this on the der. This complaint was updated on: 1/26/2016.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update rec¿d 05/13/2016 - litigation papers received. Litigation alleges the patient exhibited symptoms of a loose implant, but is not specific on which implant would have attributed to the loosening, should we receive further information, we will update the complaint at that time. Updated doi: on head/liner/stem. There is no new information that would change the existing MDR decision. Complaint updated 06/01/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update 02/06/2017 pfs and medical records received. Alleges pelvic fractures x 2 (B)(6) 2015, stating ongoing, no weight bearing, pain, housebound. Revision operative note ((B)(6) 2016) stated that there "was significant metallosis with black colored fluid and tissue (adverse tissue reaction to metal ion leading to tissue damage)". Revising surgeon indicated that the acetabular cup was stable, not loose. It is unclear which hip the unlabeled implant labels sheet in the medical record belongs to. Corrected prod/lot number for liner, using photograph of explanted liner from the der. Updated prod number for previously unknown stem from implanting surgeon's operative note. Metal ion labs provided for cobalt and chromium, with units.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain and elevated ion levels. Metallosis was discovered intraoperatively. Update (B)(6) 2016 medical records reviewed for MDR reportability. The medical records provided metal ions levels from before the dor dated for (B)(6) 2015. The (B)(6) 2015 progress note indicates the patient began having pain in 5/2015 after pivoting out of bed. The patient sustained bilateral sacral fractures and a left rami fracture. At this time there is no indication the products contributed to the fractures. The progress note also indicates a possible loose cup, but there was no mention of this on the der. This complaint was updated on: (B)(6) 2016 update rec¿d (B)(6) 2016 - litigation papers received. Litigation alleges the patient exhibited symptoms of a loose implant, but is not specific on which implant would have attributed to the loosening, should we receive further information, we will update the complaint at that time. Updated doi: on head/liner/stem. There is no new information that would change the existing MDR decision. Complaint updated (B)(6) 2016 update (B)(6) 2017 pfs and medical records received. Alleges pelvic fractures x (B)(6) 2015, stating ongoing, no weight bearing, pain, housebound. Revision operative note (B)(6) 2016) stated that there "was significant metallosis with black colored fluid and tissue (adverse tissue reaction to metal ion leading to tissue damage)". Revising surgeon indicated that the acetabular cup was stable, not loose. It is unclear which hip the unlabeled implant labels sheet in the medical record belongs to. Corrected prod/lot number for liner, using photograph of explanted liner from the der. Updated prod number for previously unknown stem from implanting surgeon's operative note. Metal ion labs provided for cobalt and chromium, with units. The complaint was update:(B)(6) 2017 / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations for the liner and head. Based on the inability to find any additional related reports against the provided product code/lot code combinations it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code for the stem. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Provided product images appear to show staining / evidence of bodily fluids on the outer surfaces. The investigation is not however able to draw any conclusions or identify a root cause for the problems reported using device photographs. Attached images of left hip radiographs were reviewed (B)(6) 2016 per wi-7915. There was no evidence of implant fracture or implant disassociation. See attached x-ray review form. / / investigation summary: patient was revised to address pain and elevated ion levels. Metallosis was discovered intraoperatively. Update (B)(6) 2016 medical records reviewed for MDR reportability. The medical records provided metal ions levels from before the dor dated for (B)(6) 2015. The (B)(6) 2015 progress note indicates the patient began having pain in 5/2015 after pivoting out of bed. The patient sustained bilateral sacral fractures and a left rami fracture. At this time there is no indication the products contributed to the fractures. The progress note also indicates a possible loose cup, but there was no mention of this on the der. Doi: 2010 - dor: (B)(6) 2016 (left hip) no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.